Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the rotating ring in the distal end of the adapter was rotated out of position. This prevented the loading of a reload. It was reported that the device was difficult to load, unload and detected a reload as being attached when there was no reload attached. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. New information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a laparoscopic lower anterior resection, during rectal resection, after first firing with the reload, the colon was to be resected with a 45mm curved tip reload but the device did not fire. The surgeon was able to press the green button but was unable to fire the handle. The intestinal tract was exposed from the body and resection was performed manually to resolve the issue. A loading issue also occurred with another reload, using the same handle and adapter. When attaching the reload to the adapter, the adapter's arrow and the reload¿s arrow were not aligned. The reload was forcibly attached and the connection did not go well. The reload was also forcibly removed. Even when the reload was no longer attached, the instruction in the display to remove the reload from the adapter kept appearing. A new reload could not be attached. Another set of powered stapler was used to complete the case. After the surgery, the handle was tested with another adapter and the handle worked normally.

Event description:
According to the reporter, intra-operatively of a laparoscopic lower anterior resection, during rectal resection, after first firing with the reload, the colon also needed to be resected. The colon was to be resected with a 45mm curved tip reload but a defect occurred. The intestinal tract was exposed from the body and resection was performed manually to resolve the issue. A loading issue also occurred with another reload. When attaching the reload to the adapter, the adapter's arrow and the reload¿s arrow were not aligned. The reload was forcibly attached and the connection did not go well. The reload was also forcibly removed. Even when the reload was no longer attached, the instruction in the display to remove the reload from the adapter kept appearing. A new reload could not be attached. Another set of powered stapler was used to complete the case. After the surgery, the handle was tested with another adapter and the handle worked normally.

Manufacturer narrative:
D10 concomitant product: sig45ctavm, tri 2.0 sig45ctavm 45 CT vsclr med 12mm (lot#unknown); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); egia45ctavm, egia45ctavm egia45 curved vas med sulu (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.